Manufacturer narrative:
The user facility has not returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the investigation results.

Event description:
Per voluntary MDR ((B)(4)), the user facility reported that the listed pump was in use with a patient sometime between (B)(6) 2015 and (B)(6) 2015 when the patient was overinfused with pain medication. The medication was reportedly 5x morphine or 10x hydromorphone. The cause of the overinfusion was reportedly due to the nurse having difficulty reading the pump's menu. In this case, the nurse failed to changed the medication concentration on the pump when changing pump cassette. The reporter explained that the user's eye is not drawn to the medication concentration selection located on the far right of the pump menu.